Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. The lot number of the device is unknown, therefore the device history records and complaint history could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer cpt stem was used with adept components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a patient is experiencing pain when walking, sleeplessness and high levels of cobalt and chromium following hip arthroplasty. It is noted that the construct consisted of adept components, indicating off-label use, however, specific product information was not provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing pain when walking, sleeplessness and high levels of cobalt and chromium following hip arthroplasty.